Manufacturer narrative:
Product ID: 3778-75, lot# v971331001, product type: lead.

Event description:
It was reported that the patient had gone through a lead repositioning surgery. Additional information reported that the lead had disconnected from the implantable neurostimulator (ins). The patient stopped using the ins while waiting to have the surgery to reposition the lead. Additional information was requested but was not available at the time of this report.